Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Upon visual examination of the returned sample, the s taples were observed to be severely misaligned. A gap was present in the staples. The first 15 staples were loose in the cover block. The remaining staples were stuck in place. The stapler was returned with 32 staples remaining in the cover block, indicating that at least 3 staples were fired by the customer. The trigger was not returned engaged. No clear evidence of use in the form of biological material was present on the device. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple correctly formed and released. To simulate insertion into the skin, 15 staples were fired into a simulated skin pad. Two of these staples misfired. During the firing process, it was observed that the pawl was spun out of position. The source of this issue could not be conclusively determined. The remaining staples could not move down the track and fire correctly. The stapler was disassembled. Evidence of use in the form of biological material was observed within the stapler. Die casting anomalies were discovered on the forming tool. The staple at the front of the gap was removed and measured. It appeared that this staple was out of specification and prevented the remaining staples from moving down the track and firing properly. No other defects or anomalies were observed. A device history record review was performed, and no relevant findings were identified. The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. Upon visual examination of the returned sample, the staples were observed to be severely misaligned. A gap was present in the staples. Dimensional inspection was performed on the staple at the front of the staple gap. It appeared that this staple was out of specification and prevented the remaining staples from moving down the track and firing properly. During the firing process, it was observed that the pawl was spun out of position. The source of this issue could not be conclusively determined. A non-conformance was previously opened to address the issue of misfire/jamming in wide visistat staplers. Teleflex will continue to monitor and trend on complaints of this nature.